Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe chronic pelvic pain") and intra-abdominal haemorrhage ("severe abdominal bleeding") in a female patient who had essure inserted for birth control. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), intra-abdominal haemorrhage (seriousness criterion medically significant), fatigue ("fatigue"), abdominal pain ("abdominal pain"), menorrhagia ("increase in menses") and weight fluctuation ("weight fluctuations"). The patient was treated with surgery (pelvic surgery on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, intra-abdominal haemorrhage, fatigue, abdominal pain, menorrhagia and weight fluctuation outcome was unknown. The reporter considered abdominal pain, fatigue, intra-abdominal haemorrhage, menorrhagia, pelvic pain and weight fluctuation to be related to essure. The reporter commented: she underwent a pelvic surgery to try and alleviate the symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: confirmed placement of both coils, full occlusion. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe chronic pelvic pain"), menorrhagia ("increase in menses") and intra-abdominal haemorrhage ("severe abdominal bleeding") in a 50-year-old female patient who had essure (batch no. A78083) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included premenstrual dysphoric disorder, multigravida and parity 3. The patient does not smoke tobacco. The patient does not use recreational drugs. Concurrent conditions included temporomandibular joint dysfunction. Family history included alzheimer's disease, brain tumor, breast cancer, colon cancer and type ii diabetes mellitus. Concomitant products included clonazepam, fluoxetine hydrochloride (fluxetin), naproxen and vitamin b12 nos (vitamin b 12). On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding"), 5 months 20 days after insertion of essure. In 2015, the patient experienced back pain ("back pain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), intra-abdominal haemorrhage (seriousness criterion medically significant), fatigue ("fatigue"), abdominal pain ("abdominal pain"), weight fluctuation ("weight fluctuations"), vaginal discharge ("vaginal discharge"), abdominal pain lower ("lower abdominal pain"), anxiety ("anxiety") and dysmenorrhoea ("painful period"). The patient was treated with surgery (ablation and hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, menorrhagia, back pain, abdominal pain lower, anxiety and dysmenorrhoea had resolved and the intra-abdominal haemorrhage, fatigue, abdominal pain, weight fluctuation, vaginal haemorrhage and vaginal discharge outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, anxiety, back pain, dysmenorrhoea, fatigue, intra-abdominal haemorrhage, menorrhagia, pelvic pain, vaginal discharge, vaginal haemorrhage and weight fluctuation to be related to essure. The reporter commented: she underwent a pelvic surgery to try and alleviate the symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: results: confirmed placement of both coils, full occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-jan-2019: quality safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe chronic pelvic pain"), menorrhagia ("increase in menses") and intra-abdominal haemorrhage ("severe abdominal bleeding") in a 50-year-old female patient who had essure (batch no. A78083) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included premenstrual dysphoric disorder, multigravida and parity 3. The patient does not smoke tobacco. The patient does not use recreational drugs. Concurrent conditions included temporomandibular joint dysfunction. Family history included alzheimer's disease, brain tumor, breast cancer, colon cancer and type ii diabetes mellitus. Concomitant products included clonazepam, fluoxetine hydrochloride (fluxetin), naproxen and vitamin b12 nos (vitamin b 12). On (B)(6)2014, the patient had essure inserted. On (B)(6)2014, the patient experienced vaginal haemorrhage ("abnormal bleeding"), 5 months 20 days after insertion of essure. In 2015, the patient experienced back pain ("back pain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), intra-abdominal haemorrhage (seriousness criterion medically significant), fatigue ("fatigue"), abdominal pain ("abdominal pain"), weight fluctuation ("weight fluctuations"), vaginal discharge ("vaginal discharge"), abdominal pain lower ("lower abdominal pain"), anxiety ("anxiety") and dysmenorrhoea ("painful period"). The patient was treated with surgery (ablation and hysterectomy with bilateral salpingectomy)). Essure was removed on(B)(6)2017. At the time of the report, the pelvic pain, menorrhagia, back pain, abdominal pain lower, anxiety and dysmenorrhoea had resolved and the intra-abdominal haemorrhage, fatigue, abdominal pain, weight fluctuation, vaginal haemorrhage and vaginal discharge outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, anxiety, back pain, dysmenorrhoea, fatigue, intra-abdominal haemorrhage, menorrhagia, pelvic pain, vaginal discharge, vaginal haemorrhage and weight fluctuation to be related to essure. The reporter commented: she underwent a pelvic surgery to try and alleviate the symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2014: results: confirmed placement of both coils, full occlusion. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6)2018: plaintiff fact sheet received. Events vaginal bleeding, vaginal discharge, back pain, abdominal pain lower, anxiety, dysmenorrhea, anxiety were added. Historical & concomitant conditions drugs were added. Lot number added. Product, patient & reporter information updated. On (B)(6)2018: wrong source document attached. Incident we received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe chronic pelvic pain/ pain/ pain too intense"), menorrhagia ("increase in menses/ abnormal bleeding (menorrhagia)"), intra-abdominal haemorrhage ("severe abdominal bleeding") and genital haemorrhage ("heavy bleeding") in a 50-year-old female patient who had essure (batch no. A78083) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included premenstrual dysphoric disorder, multigravida and parity 3. The patient does not smoke tobacco. The patient does not use recreational drugs. Concurrent conditions included temporomandibular joint dysfunction. Family history included alzheimer's disease, brain tumor, breast cancer, colon cancer and type ii diabetes mellitus. Concomitant products included clonazepam, fluoxetine hydrochloride (fluxetin), naproxen and vitamin b12 nos (vitamin b 12). On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding(vaginal)"), 5 months 20 days after insertion of essure. In 2015, the patient experienced back pain ("back pain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), intra-abdominal haemorrhage (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), fatigue ("fatigue"), abdominal pain ("abdominal pain"), weight fluctuation ("weight fluctuations"), vaginal discharge ("vaginal discharge"), abdominal pain lower ("lower abdominal pain"), anxiety ("anxiety") and dysmenorrhoea ("painful period"). The patient was treated with surgery (ablation and hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, menorrhagia, back pain, abdominal pain lower, anxiety and dysmenorrhoea had resolved and the intra-abdominal haemorrhage, genital haemorrhage, fatigue, abdominal pain, weight fluctuation, vaginal haemorrhage and vaginal discharge outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, anxiety, back pain, dysmenorrhoea, fatigue, genital haemorrhage, intra-abdominal haemorrhage, menorrhagia, pelvic pain, vaginal discharge, vaginal haemorrhage and weight fluctuation to be related to essure. The reporter commented: she underwent a pelvic surgery to try and alleviate the symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: results: confirmed placement of both coils, full occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-mar-2019: new pfs received. New event: heavy bleeding added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe chronic pelvic pain") and intra-abdominal haemorrhage ("severe abdominal bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), intra-abdominal haemorrhage (seriousness criterion medically significant), fatigue ("fatigue"), abdominal pain ("abdominal pain"), menorrhagia ("increase in menses") and weight fluctuation ("weight fluctuations"). The patient was treated with surgery (pelvic surgery on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, intra-abdominal haemorrhage, fatigue, abdominal pain, menorrhagia and weight fluctuation outcome was unknown. The reporter considered abdominal pain, fatigue, intra-abdominal haemorrhage, menorrhagia, pelvic pain and weight fluctuation to be related to essure. The reporter commented: she underwent a pelvic surgery to try and alleviate the symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram (B)(6) 2014: confirmed placement of both coils, full occlusion quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-jun-2018: quality safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.